Event description:
Note: this report pertains to one of two complaint flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2011-03433 addresses the first stent and manufacturer report # 3005099803-2011-03434 addresses the second stent. It was reported to boston scientific corporation on (B)(6), 2011 that two flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011 to treat a stricture in the common bile duct. According to the complainant, during the procedure, when the device (manufacturer report # 3005099803-2011-03433) was in the duodenal papilla of the patient, the guide catheter broke. The broken piece of the guide catheter was retrieved using a snare. The second flexima was then inserted into the patient (manufacturer report # 3005099803-2011-03434). Again, the guide catheter broke, and the broken piece was retrieved using a snare. The procedure was successfully completed with a third flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.